Event description:
It was reported through the presentation given by the physician on a scientific article that a patient experienced vocal cord paralysis after vns implant. No further information was given. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Abstract reference: elliott, r; morsi, a; kalhorn, s, et al. "Vagus nerve stimulation for refractory epilepsy: single surgeon experience of over 700 consecutive operations". American epilepsy society meeting. 2009.